Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 08/23/2019. Belt 06/26/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that ems was called and attempted to resuscitate the patient. Review of the patient's download data indicates the patient received five inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 07:22:37 on (B)(6) 2021. The patient was in sinus rhythm at 60 bpm with pvc's at 07:55:04. The patient was in an idioventricular rhythm slowing from 30 bpm to 10 bpm before degrading to asystole with intermittent cardiac activity and motion artifact between 04:21:30 and 04:22:59 on (B)(6) 2021. The patient was in asystole with intermittent cardiac activity and motion artifact until their rhythm was obscured by CPR/motion artifact at 04:33:48. The patient received the first four inappropriate shocks at 05:30:19, 05:30:45, 05:31:17, and 05:31:48. The patient's rhythm at the time of each shock and post-shock rhythms were obscured by CPR/motion artifact. The patient received the fifth inappropriate shock at 05:32:21. The patient's rhythm at the time of the shock and post-shock rhythm were sinus bradycardia at 40 bpm with CPR/motion artifact. The patient was in sinus bradycardia at 40 bpm with motion artifact, degrading to asystole at approximately 05:39:48. The patient was in sinus bradycardia at 20 bpm at the time of the electrode belt disconnection at 05:41:39 on (B)(6) 2021.